Manufacturer narrative:
MDR 3003442380-2024-00990 - device 2 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the argentina on (B)(6) 2024, it was reported that the patient faced a bent in infusion set cannula. The events occurred on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.